Event description:
Reprise iii 0322r3010 (vascular complication). Per fce worksheet: serial dilation to access vessel. Vascular complications occurred and vascular surgery was consulted, result unknown. Per crf: ae001 - right common femoral closure complication at access site the event was related to study procedure and unrelated to study device. A viabahn covered stent was placed using the crossover technique and the event is recovering/resolving.

Manufacturer narrative:
This follow-up MDR is to update the investigation summary with lot information (including manufacture and expiry dates of device) which was provided to creganna medical on 11-apr-2017 as follows: reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 240090 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A ship history review was completed and found that 195 units from the lot# 240090 were shipped to (B)(4) 13-oct-2014. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. Product was not returned for review, unable to complete product analysis for this complaint. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'operational context' which is defined as where "the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited." There is no indication of a potential design or processing failure in relation to this complaint and the event description details "the event was related to the study procedure and unrelated to lotus valve". Based on the above conclusion there is no requirement to escalate this complaint any further. Not returned to manufacturer.

Event description:
Initial complaint description received is as follows: 'reprise iii 0322r3010 (vascular complication) per fce worksheet:serial dilation to access vessel. Vascular complications occurred and vascular surgery was consulted, result unknown. Per crf:ae001 - right common femoral closure complication at access site.the event was related to study procedure and unrelated to study device. A viabahn covered stent was placed using the crossover technique and the event is recovering/resolving.' Additional information received on 21-mar-2017 is as follows: 'narrative states the perclose device failed to provide hemostasis of the right femoral access site (vascular complication).' Additional information received on 11-apr-2017 is as follows: 'we know the lot number for this complaint device; 240090'

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: reprise clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. Lot number was not provided therefore it is not possible to complete a DHR/lhr review. Lot number was not provided therefore it is not possible to complete a similar complaint trend review. Lot number was not provided therefore it is not possible to complete a ship history review. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. Product was not returned for review, unable to complete product analysis for this complaint. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. We will continue to monitor occurrence rates per the risk documentation. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is 'operational context'. Operational context is defined as where "the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited." There is no indication of a potential design or processing failure in relation to this complaint and the event description details "the event was related to the study procedure and unrelated to lotus valve." Based on the above conclusion there is no requirement to escalate this complaint any further.

Event description:
Initial complaint description received is as follows: 'reprise iii 0322r3010 (vascular complication) per (B)(4) worksheet: serial dilation to access vessel. Vascular complications occurred and vascular surgery was consulted, result unknown. Per crf: (B)(4) - right common femoral closure complication at access site. The event was related to study procedure and unrelated to study device. A viabahn covered stent was placed using the crossover technique and the event is recovering/resolving.' Additional information received on 21-mar-2017 is as follows 'narrative states the perclose device failed to provide hemostasis of the right femoral access site (vascular complication).'